Manufacturer narrative:
Date of initial report : 2017-04-14. Date of follow-up report: 2017-06-02. The console was returned and evaluated. The reported condition that false positive sponge detection occurred was not confirmed. The investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an out of box failure in which the console is showing a false detection. A new wand was used with the same console and the issue continued. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Date of initial report : (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported an out of box failure in which the console is showing a false detection. A new wand was used with the same console and the issue continued. The event occurred during testing. There was no patient involvement.